Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a lead screw anomaly. The customer reported a blood glucose value of 300 mg/dl. The hyperglycemia was treated with a manual injection/insulin pen. The event involved product(s) mmt-105elpkna, troubleshooting was performed and the customer stated that the injection foot was not touching the plunger inside the cartridge. Troubleshooting was declined for the hyperglycemia. No further patient complications were reported. Mmt-105elpkna was requested and the customer response was the device will be returned. Inpen was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder, or inpen front and back shell was noted. Missing injection foot was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Unable to perform baseline and wireless functionality due to missing injection foot. Including displacement dose accuracy and leak test. Inpen passed front cap investigation. In conclusion: no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot not coming in contact with plunger was confirmed due to missing injection foot. Unable to verify alleged high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.